Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an interventional endovascular procedure, the 150 cm. Smart 7 x 150 sht shaft stent slipped and was deployed proximally to the intended target lesion. The physician tried to push/advance the stent more distally but was not able to advance it at all. The stent delivery system (sds) was removed from the patient. Another same size stent was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and has been returned for analysis. The target lesion was the superficial femoral artery. The target lesion characteristics level of tortuosity and calcification were unknown. A contralateral approach was made. Additional information received indicated that the temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. Additional information was requested but was not provided.

Manufacturer narrative:
During an interventional endovascular procedure, the 150 cm. Smart 7 x 150 sht shaft stent slipped and was deployed proximally to the intended target lesion. The physician tried to push/advance the stent more distally but was not able to advance it at all. The stent delivery system (sds) was removed from the patient. Another same size stent was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The target lesion characteristics level of tortuosity and calcification were unknown. A contralateral approach was made. Additional information received indicated that the temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. Additional information was requested but was not provided. The product was returned for analysis. A non-sterile unit of smart 150 sht shaft 7x150mm stent delivery system was returned. The stent was returned partially deployed, about 1 cm. The hemostasis valve was returned opened. No other anomalies or damages were noted. Per functional analysis the unit was flushed then the stent was deployed without any difficulty. This confirmed that the device deployment mechanism was working correctly. Per dimensional analysis usable length was measured the results were found within specification. A device history record (DHR) review of lot 17223966 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses deployment difficulty - inaccurate placement¿ was confirmed through analysis of the returned device which was returned partially deployed. The exact cause of the event could not be determined during analysis. The deployment mechanism was demonstrated to work correctly. Based on the limited information available for review, vessel characteristics or procedural factors may have contributed to the event but are unknown. According to the instructions for use ¿generally, contraindications to pta are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Patients with a target lesion with a large amount of adjacent acute or subacute thrombus. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent/delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Ensure that the tuohy borst valve, connecting the inner shaft and outer sheath, is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment. Advance the device over the guidewire to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue deploying the stent until the distal end of the stent obtains full apposition with the vessel wall. Continue deploying the stent until the proximal end of the stent obtains full apposition with the vessel wall.¿ neither the DHR review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.